Event description:
Patient (user) reported he experienced a prostate infection concurrent with intermittent catheter use. Patient reported he has recovered from the infection. There is no reported malfunction of the device.